Manufacturer narrative:
There are no previous complaints on this device historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/21/2024, znyo medical received a report from the customer reporting that one of the devices had exceed limit for the flow it needed calibration. No patient was involved. This was discovered by a biomed technician during testing at enbio.